Event description:
Event description guidant received information that this ventricular lead was explanted due to impedance measurements greater that 2500 ohms. The lead was removed, replaced and returned for analysis.